Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 17:41:45. During night drain cycle three, the patient's ultrafiltration reading was 82ml, indicating the home patient (hp) drained 82ml more than their maximum programmed fill volume of 60ml. This information meets iipv criteria. No additional information available.

Manufacturer narrative:
(B)(4). The device was received and is currently being evaluated. A follow-up will be sent when the evaluation is complete or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was undetermined. If any additional information is received, a follow-up will be sent. Correction: this device configuration does not have a correction/removal number.